Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information the battery life was considered short based on the settings and normal impedance readings. Battery strength when implanted was 3.67v and only lasted half the expected time. Settings were as follows: 3.1 amps, pulse width 120, rate 130. Electrode configuration: 1: neg, 2: positive. Continuous cycling. Patient suffered no injury and recovered without sequela.